Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. The nurse confirmed that the hospital's biomed could not replicate the error, and the unit was back in clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed for "iab disconnected" and would not restart without reducing the augmentation setting and using the iab fill key. There was no evidence of a catheter disconnection, no gas loss alarms, no blood in the catheter. All connections of the safety disc, pump and catheter were secure. This false alarm reoccurred several times during the 24 hours prior to calling. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Patient height: 183cm.